Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed through visual inspection of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device noted the following: visual inspection of the returned device showed that the lateral condyle of the device has fractured. Nothing else remarkable to note. Material analysis: visual inspection of the returned device showed that the lateral condyle of the device has fractured. It was reported in the event that the patient suffered a fall which lead to pain and the revision surgery. The fracture of the device is consistent with a fall and therefore, no further material analysis is required at this time. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection of the returned device noted the following: visual inspection of the returned device showed that the lateral condyle of the device has fractured. Nothing else remarkable to note. Material analysis: visual inspection of the returned device showed that the lateral condyle of the device has fractured. It was reported in the event that the patient suffered a fall which lead to pain and the revision surgery. The fracture of the device is consistent with a fall and therefore, no further material analysis is required at this time. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken femur component. Had to have a revision left total knee.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Broken femur component. Had to have a revision left total knee.